Manufacturer narrative:
The returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received torn. Visual inspection revealed surface residue (fibers/particles) on the lens and it appeared to have evidence of ophthalmic viscosurgical device (ovd) and viscoelastic, compatible with handling, such as during the implant and explant process. Based on the investigation, the condition of the returned lens is not manufacturing related. The lens optical properties result obtained from the electronic system of the test performed during this lens manufacturing, shows that lens with serial number 4739761302 meets optical properties inspection. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were in compliance. All test results showed a pass condition. No quantity discrepancy was found. No deviations or non-conformances (ncr) were generated during manufacturing. A review of the raw material/manufacturing procedures was done and did not show any change in manufacturing method, inspections or specifications that were related to the complaint. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens was explanted from the patient's left eye after she complained of halos and glare and she was ''unable to drive or read''. Visual acuity in the affected eye was 20/20 for distance and j1 for near. To explant the lens an incision enlargement was required. The procedure was uneventful and it was reported that the patient was doing much better with a monofocal intraocular lens.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
Corrected data date of event: (B)(6) 2013. Explant date: (B)(6) 2013. On (B)(6) 2013, it was learned that the left intraocular lens would be explanted on (B)(6) 2013. All pertinent information available to the manufacturer has been submitted. Placeholder.